Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify exposed to magnetic field or MRI, motion sensor test failure and motor position encoder alarm due to motor error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump had motor error as well as motor position encoder error alarm. The customer blood glucose level was 75 mg/dl at the time of incident. The customer also reported that the insulin pump alarmed motion sensor test failure. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer reported that the drive support cap appears normal. Customer did not report an motor position encoder error alarm. The insulin pump alarm history contains both an motor position encoder error alarm and more than one motor error alarm within a 30 day period. The customer was assisted with troubleshooting. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.